Event description:
It was reported that system and normal mode diagnostics resulted in high lead impedance. X-rays were reportedly performed, but the nurse did not observe any lead discontinuities. Surgical intervention has not occurred to date.

Event description:
It was reported that the patient had generator and lead replacement surgery on (B)(6) 2014. The explanted devices were discarded by the or staff and will not be returned to the manufacturer.

Manufacturer narrative:
Manufacturing history records were reviewed. Review of the lead device history records confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.